Event description:
This is report 2 of 2 of the same event. It was reported by (B)(6) that during an unspecified surgical procedure, it was observed that the cutter burr device came out of the attachment device during ¿cutting at position between l1-l2¿. It was further reported that the attachment device was still running after the cutter burr device ¿came off¿. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter: contact number and address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: correction data: date of manufacture has been updated from aug 9, 2013 to aug 2, 2013. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the pawls were worn out. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.